Manufacturer narrative:
Rammelt, s., md, phd, zwipp, h., md, phd, schneiders, w., md, phd, durr, c., md (2013). Severity of injury predicts subsequent function in surgically treated displaced intraarticular calcaneal fractures. Clin orthop relat res, 471(9), 2885-2898. This report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article. Rammelt, s., md, phd, zwipp, h., md, phd, schneiders, w., md, phd, durr, c., md (2013). Severity of injury predicts subsequent function in surgically treated displaced intraarticular calcaneal fractures. Clin orthop relat res, 471(9), 2885-2898. The treatment of displaced, intraarticular calcaneal fractures (diacfs) remains challenging and the best treatment choices remain controversial. The majority of patients will have some lasting functional restrictions. However, it is unclear which patient- or surgeon-related factors predict long-term function. The authors determined the impact of patient- and surgeon-related factors on function of patients after internal fixation of diacfs and whether severity of injury correlated with subsequent function. The authors retrospectively reviewed all 210 patients operatively treated for 242 diacfs between 2000 and 2003; of these, 127 patients (23 women, 104 men, mean age 43.1 years) with 149 fractures were available for follow up at a minimum of 69 months (average, 95 months; range, 69-122 months). Internal fixation was completed with the use of an anatomically shaped plate affixed to the restored lateral calcaneal wall in 119 feet and with screws in 30 feet. A synthes nonlocking calcaneal plate and a synthes locking plate were used in 68 and 61 feet, respectively; it is not known which events were attributable to which plate. There was no early loss of reduction and no implant failure occurred. Union rate was 100 percent. A postoperative hematoma requiring revision was seen in four feet (2.7 percent) and a deep soft tissue infection in eight feet (5.4 percent). The lateral plate was removed and replaced by screws in three feet. Twenty-one patients (17 percent) took some amount of pain medication and 24 (19 percent) had insoles. This is report 1 of 1 for complaint (B)(4). This report is for an unknown plate. This complaint involves one device.